Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. No patient was involved.

Manufacturer narrative:
(B)(4). The sample evaluation confirmed the failed fluid volume accuracy testing on the device. The cause was determined to be a deteriorated piston foam. The piston foam was scrapped and the device was sent to servicing. Should additional relevant information become available, a follow up medwatch will be submitted.